Event description:
End user reported while operating the motorized wheelchair in her bedroom, her hand slipped off the joystick controller allegedly causing the speed to increase. Allegedly, at some point during the incident, the bed sheets become entangled with the client and the joystick controller allegedly causing the end user to drive into the bed frame and injured her leg.

Manufacturer narrative:
Operator error suspected - the end user reported that her hand slipped off the joystick controller, increasing the unit's speed, which allowed an object to become entangled around the joystick. No malfunction of motorized wheelchair suspected. The owner's manual warns, "always set the joystick/controller speed/response control to be consistent with the surrounding environment", and "do not hang objects from the joystick".